Manufacturer narrative:
Visual inspection of the lead found the insulation was perforated/damaged consistent with procedural damage. The cause of the reported event was isolated to damage consistent with those occurring at the time of implant.

Manufacturer narrative:
Correction: h3 - "not returned to manufacturer" should be checked instead of "evaluation summary attached"

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the guidewire came out of the lead after it was put inside the lead. The lead was not implanted. No patient consequences were noted.